Manufacturer narrative:
Concomitant medical products: product ID:407645, product type: lead, implanted: (B)(6) 2008 if information is provided in the future, a supplemental report will be issued.

Event description:
The patient's husband reported that the patient is deceased. The cause of death is unknown but it was suggested that the death was device related.